Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the cd drive was degraded due to wear and tear from use. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the cd drive was non-functional. There was no patient involvment reported.